Manufacturer narrative:
The console or components were not returned for analysis. However, the console was serviced onsite by a field service engineer (fse). During functional evaluation, the fse checked and found the unit is working after restarting the system observed the second case and seen no issue. The reported allegation could not be confirmed. Still the issue happened during the first case inspected the foot switch and found no issue with that. The log files were copied for the further inspection. Since the investigation was unable to identify any damage or malfunction related to the reported allegation, the investigation conclusion code selected for the complaint is no problem detected.

Event description:
It was reported that error 262: "lasing and safety-fire enable duration fail (hv pmcu fpga safety error)" displayed, and the unit kept continuously lasing after releasing the foot pedal and standby. There was no patient involvement.

Event description:
It was reported that error 262: "lasing and safety-fire enable duration fail (hv pmcu fpga safety error)" displayed, and the unit kept continuously lasing after releasing the foot pedal and standby. There was no patient involvement.